Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the air supply to the eye (fax system) stopped functioning during vitrectomy surgery, and the eye gradually began to collapse due to a malfunctioning compressor/air supply. The surgery was completed on the same day. After identifying the malfunction, the surgeon had to act immediately and pressurize the eye using a syringe filled with air. There was no information regarding patient impact. Additional information was requested but non received till date.